Event description:
Notified by FDA maude event report (B)(4) that during an unknown procedure, the device stopped working after a couple of minutes. Another device was opened but the same thing happened. The tips would not open and the clips were getting stuck. The third ligamax worked fine. The contact information can not be released as the reporter listed it as confidential. Device listed as unavailable for analysis.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.